Event description:
The facility reports the patient moved suddenly on the lift and rolled to one side. The strap came undone or loose and the patient fell to the floor. The pt suffered a laceration on the head, a contusion on the left temple, and a skin tear on the shoulder.